Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and the customer informed that in the morning a circuit breaker had tripped (fuse-f3) on the mpdu (main power distribution unit) and noticed that the power supply nc in the auxiliary hardware tray was not activated. A philips field service engineer (fse) went onsite and confirmed that the fuse f3 was not required to replace since the power supply was defective in the host pc. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and it was alleged that the host pc would not boot, this is expected. To resolve the reported issue, the fse replaced the power supply in the host pc. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.